Manufacturer narrative:
Additional information, pertaining to the device referenced in this report (including x-rays and medical records), was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "post on insert broke".